Event description:
It was reported a patient was converted from a right medial uncompartmentalized knee to a right total knee. Subsequently, the patient is experiencing ongoing pain, swelling, radiolucency at the medial tibial plateau, and possible instability. Anti-inflammatory gel and steroids were prescribed to relieve the symptoms. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00184, 3007963827-2022-00185, 0002648920-2022-00162, 0001822565-2022-02099, and 0001822565-2022-02100.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: swelling, possible instability, full rom, prescribed medication for swelling, x-rays show radiolucency in the medical tibial plateau. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.